Event description:
It was reported that the patient could not get the implantable pulse generator (ipg) to fully charge. The ipg appeared to be shallow in the pocket and imaging confirmed that it had migrated. The patient underwent a procedure wherein the pocket was revised and the left lead was moved to obtain better programming coverage. There were no reported complications postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7139390/7141150.